Event description:
The customer reported 12 lead not working. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported 12 lead not working. There was no reported adverse pt impact. The third party field service engineer evaluated the device and found the measurement panel failed. The measurement panel was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use.